Manufacturer narrative:
(B)(4). Since the exact product code of the transfer set is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). During a follow-up with the nurse, it was reported that the customer had contacted the nurse regarding the reported problem. The nurse stated that she was not aware of this issue, but recently saw the patient and she was doing fine and continuing therapy without any issues. Product surveillance recommended a review of proper procedures with the patient. No patient injury or medical intervention was indicated. This complaint for use error was confirmed due to the patient left an open clamp on the transfer set before disconnecting. The cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through a CAPA.

Event description:
During troubleshooting for a low drain volume alarm, the home patient (hp) stated she forgot to close her transfer set before disconnecting and some fluid spilled out. There was patient involvement, but no patient injury or medical intervention reported.